Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative stated that the cause of the pump flipping the way she sat in her wheelchair. The reason for inability to aspirate the catheter was unknown but it was suspected to be catheter kinking multiple times in the same direction from pump flipping. The surgery has not yet been scheduled.

Manufacturer narrative:
H3: analysis of the 8784 catheter found no significant anomaly; catheter body-deformed in shape and/or abrasion, did not affect infusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021: product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-nov-2022, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 07-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) via a company representative (rep) regarding a patient receiving intrathecal baclofen (1000 mcg/ml at 130 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump had flipped and had to be manually flipped back for refill on (B)(6) 2023. It was unknown how many times the pump had flipped. They were then unable to aspirate the catheter during a dye study done 2024-02-22. The patient denied any falls or other external/environmental factors. It was confirmed catheter tip at t9 and posterior. It was reported that surgery would be scheduled to revise the catheter and pocket. The hcp discussed moving the pump pocket to the axillary area or to the back. It was reported that the patient would supplement their therapy with oral baclofen at 80 mg/day. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". Surgical intervention was planned but had not been scheduled yet. The patient's weight at the time of the event was 170 pounds. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6)2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was flipping, the catheter was kinked, and the patient experienced baclofen withdrawal. Per this reporter, the patient had undergone two previous surgeries to try and resecure the pump to keep it from flipping but the pump kept breaking free and flipping. On (B)(6) 2024, the patient was taken to surgery and the pump was explanted. The catheter was noted to be kinked and had some damage. The damaged portion of the catheter was replaced and tunneled to the left flank, and a new smaller pump was implanted in the left flank to avoid flipping and it was downsized for comfort. It was noted that the issue was resolved at the time of the report and that the pump had been delivering compounded baclofen.